Manufacturer narrative:
(B)(4). Concomitant medical products: us157854 - m2a magnum cup - 376760; 139254 - m2a taper - 448250; 157448 - m2a magnum head - 491740. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09588, 0001825034 - 2018 - 09587.

Event description:
It was reported patient underwent hip revision approximately 9 years post implantation due to metallosis. During the surgery, the head component was found to be cold welded to the stem resulting in the removal of a well fixed stem. Attempts have been made and additional information on the reported event is unavailable at this time.